Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer experienced the high blood glucose of 172 mg/dl. Customer was able to clear the alarm and they were able to complete rewind the insulin pump. The troubleshooting was performed for pump error. The customer reported that they had performed the self test and it was failed. The customer was advised the insulin pump should be replaced and advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history file due to broken trace on keypad assembly.